Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient presented to the emergency room with occasional chest discomfort. Upon interrogation, loss of capture was observed. It was suspected that the lead was dislodged, so repositioning was scheduled. During the procedure, the lead was repositioned but was unable to be fixated when the helix would not extend. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that prior to the procedure, high capture threshold was observed.